Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of leakage past stopper were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that liquid leaked past the plunger of the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray. This occurred with 49 syringes during use. The following information was provided by the initial reporter: ¿customer believes the product may be defected as the liquid is going past the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked past the plunger of the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray. This occurred with 49 syringes during use. The following information was provided by the initial reporter: ¿customer believes the product may be defected as the liquid is going past the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: h6. Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the photos. Bd determined the root cause of the failure can be attributed to our assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that liquid leaked past the plunger of the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray. This occurred with 49 syringes during use. The following information was provided by the initial reporter: ¿customer believes the product may be defected as the liquid is going past the plunger."